Event description:
It was reported that the pt had high impedance on diagnostics. The pt has been seizure-free, but was experiencing some shortness of breath. Revision surgery was performed on (B)(6) 2011. Attempts for further info and product return have been unsuccessful to date.

Event description:
Additional information from the physician reveals that he will not provide further information as he feels the issue has resolved since revision surgery and will no provide information on events he feels are unrelated to vns. Follow-up with hospital reveals that the explanted product cannot be returned to manufacturer for analysis.